Event description:
New information received stated that an x-ray was performed which revealed that the lead was located in the appropriate position. Due to the patient's poor health unrelated to the pulse generator, the physician elected to not perform any intervention.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. The transmission showed the patient experienced inappropriate high voltage therapy. It was observed that the right ventricular lead appeared to be pulled back as it exhibited sensing of atrial signals, r waves, and noise event post r wave. Imaging examination and possible lead revision was recommended.